Event description:
It was previously reported that "csf with particles maybe from the pump" were extracted and returned to the manufacturer. Additional information indicated that the patient's healthcare provider could not "exclude that the particles which were found in the csf originated from the pump". It was unclear how this had related to the event. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
It was reported that the patient had his device explanted, though it wasn't specified whether the device was completely or partially explanted. It was noted that the pump had stalled and never recovered. The patient exhibited underdose symptoms and "less than 50% therapy relief." The drug used in this system was infumorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly as well as corrosion, wear, and/or lubrication of the motor. Previously reported results code 1023 no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).